Manufacturer narrative:
Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of right inguinal hernia with repair. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen with inguinal hernia accounting for 75% of abdominal wall hernias. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency related to the hernia, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported undergoing a hernia operation. The patient mentioned that there were two hernias, one on the left side of the abdomen and one on the right side. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent surgical repair of a right inguinal hernia six weeks prior to the current hospital admission ((B)(6) 2024). A date of the surgery could not be provided. The pdrn could not confirm the patient¿s statement of two hernias. It also could not be confirmed if the hernia was pre-existing prior to the start of pd therapy or the cause of the hernia. The surgical notes were not located in the patient¿s record. The patient completed in-center hemodialysis (hd) for six weeks after the surgery. No further information was available pertaining to the right inguinal hernia or the hernia repair.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak, valve actuation, and safety clamp tests were performed and passed. A simulated treatment using (as-received) treatment settings with reduced dwell time was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried on the bottom cover. The cause of the observed dried fluid could not be determined. A mushroom head check passed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient reported undergoing a hernia operation. The patient mentioned that there were two hernias, one on the left side of the abdomen and one on the right side. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent surgical repair of a right inguinal hernia six weeks prior to the current hospital admission ((B)(6) 2024). A date of the surgery could not be provided. The pdrn could not confirm the patient¿s statement of two hernias. It also could not be confirmed if the hernia was pre-existing prior to the start of pd therapy or the cause of the hernia. The surgical notes were not located in the patient¿s record. The patient completed in-center hemodialysis (hd) for six weeks after the surgery. No further information was available pertaining to the right inguinal hernia or the hernia repair.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient reported undergoing a hernia operation. The patient mentioned that there were two hernias, one on the left side of the abdomen and one on the right side. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient underwent surgical repair of a right inguinal hernia six weeks prior to the current hospital admission ( (B)(6) 2024). A date of the surgery could not be provided. The pdrn could not confirm the patient¿s statement of two hernias. It also could not be confirmed if the hernia was pre-existing prior to the start of pd therapy or the cause of the hernia. The surgical notes were not located in the patient¿s record. The patient completed in-center hemodialysis (hd) for six weeks after the surgery. No further information was available pertaining to the right inguinal hernia or the hernia repair.